Event description:
It was reported that during a lobectomy procedure, the device worked fine for the first 15 clips. After that it would load the clip so that clips protruded out of the jaws. When they went to clips the vessel part of the clip would extend beyond the jaws and would snag and tore part of the vessel. They sutured the damaged area and then switched to a new one due to the clip loading incorrectly. The procedure was completed without any adverse impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.